Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the lithium battery on the system board. Zoll recommends replacement of the lithium battery every 5 years. This device is approximately 9 years old. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to power on.complainant indicated that the clinician removed and reinstalled the battery into the device to continue treating the patient.complainant indicated that there was no adverse effect to the patient due to the reported malfunction.complainant indicated that during subsequent testing, the malfunction was not duplicated.